Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the symptom "system error 105", caused by a failed motor assembly (flex). The motor assembly was replaced.

Event description:
During baxters device evaluation, the device evaluation, the device was found to display a system error 105 message. There was no patient involvement.